Event description:
Journal article received. Natural history and treatment of fibrous dysplasia of bone: a multicenter clinicopathologic study promoted by the european pediatric orthopaedic society. Journal of pediatric orthopaedics b: may 2003, volume 12 (3) pp. 155-177. Authors: ernesto ippolito, edward w. Bray, alessandro corsi, fernando demaio, ulrich g. Exner, pamela gehron robey, franz grill, roberto lala, marco massobrio, oswald pinggera, mara riminucci, slawomir snela, christos zambakidid, and paolo bianco. Synthes is mentioned in this article, however, it is unknown if this product is a synthes device. This is a (B)(4) study on fd, fibrous dysplasia of bone. There are a total of 64 cases treated or evaluated at 11 participating centers. Extensive radiographic material was available for review over a significant time frame of 2-40 years of follow up. It was reported in this study: patient was diagnosed with mccune-albright syndrome, fig 13 d-f, the 1st x-ray at age 4 (d) and the second x-ray at age 9 (f). At age (B)(6), female patient was implanted with a nail plate, hip screw, and screws, x-ray fig 14 (f). The nail penetrated the hip joint 2 months later, x-ray fig 14 (b). At age (B)(6) years the femoral disease was associated with hip joint destruction, fig 14 (c). At the age of (B)(6) years patient is brace dependent and has severe osteoarthritis of the hip and marked limb shortening, fig 14 (d-e). This complaint is on an unknown plate. This is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Event date: (B)(6) 2003. X-rays at age (B)(6) years (d), all fig 13 and 14: dates unknown: other x-rays: dates unknown the investigation could not be completed; no conclusion could be drawn, as no product was received.